Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter was reading inaccurately low when compared to a paramedic¿s meter. This complaint was classified based on the customer care advocate (cca) documentation as well as from follow up questions obtained from the patient. The patient reported on (B)(6) 2013, he made no changes to his usual routine prior to the alleged issue, he had not missed a meal and he believe the meter to be reading accurately prior to passing out, and he had given himself humalog insulin accordingly. The patient reported he usually tests 4 times a day before meals and uses humalog insulin on a sliding scale and lantus insulin 29 units at night. The patient reported his normal blood glucose readings are ¿7.9-8.2mmol/l.¿ the patient reported between 3 ¿ 3:30pm on (B)(6) 2013 the patient was working at his computer and feeling well, but he suddenly passed out with no symptoms prior. The patient reported he was awoken by his parents and was able to eat a peanut butter sandwich, and remained ¿groggy¿. The patient was reportedly given fruit juice ¿spiked¿ with sugar and emergency medical services (ems) was called. The patient reported ems arrived shortly after they were called. The patient was not aware of how long he was unconscious. The patient reported he was tested by ems and his blood glucose was found to be ¿low.¿ the patient was unable to recall the result, but the patient believes the ems meter was used. The patient reported he was treated with glucagon injections. The patient reported he was starting to feel better, the patient reported his blood glucose was tested on the lfs meter and a reading of ¿2.8mmol/l¿ was obtained and a reading of ¿3.8mmol/l¿ was obtained on an ems meter a few minutes later. The patient reported he was retested every few minutes with the ems meter and readings of ¿5.8 and 6.2mmol/l¿ were obtained. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported he was tested 30 minutes later and a reading of ¿6.8mmol/l¿ was obtained. One the result was back to a ¿safe¿ level the patient reported ems left the patient at home 30 minutes after they arrived and he refused transport to the hospital. The patient reported he had a history of cardiac issues, which may have caused him to pass out. The patient believed the meter to be reading accurately prior to the alleged injury. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient¿s test strips and test strips vial were found to be in good condition. However, a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue; therefore, the alleged meter reading could not have caused the alleged injury. The patient reported he believed the meter to be reading accurately prior to the alleged issue. The patient reported the alleged issue occurred after receiving treatment from ems. However this complaint is being reported because the patient made a meter vs. Meter comparison which meets lfs¿ criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (12/09/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (11/08/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/24/2013 and 11/1/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.